Event description:
A review of the programming history database revealed that user error had caused this spontaneous change in settings. The physician hadn't performed a final interrogation after a faulted diagnostic event occurred. Once the patient was seen in clinic their settings were seen to have spontaneously changed. This is a possible outcome after a faulted diagnostic test. The manufacturer's labelling clearly advises hcps to perform a final interrogation for m102 or legacy devices after performing a diagnostic test to ensure the settings do not reset. The hcp in this instance failed to do this- resulting in a spontaneous change in settings. No other relevant information has been received to date.

Event description:
It was reported that a patient with a model 102 was seen where everything looked fine. Following an increase in seizures, the patient¿s device was checked and it was seen that the parameters were reset. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6 investigation conclusions, corrected data: the initial reporter inadvertently left off a relevant code to the investigation.